Event description:
Father says that his daughter has fallen out of the chair. He says she was driving at full speed in the driveway which is not steep when she may have gotten excited after hitting a bump. She has pulled back on the j/s and the chair has stopped which is pitched her out. She has a cut on her nose from her eyeglasses and scapes to her hands. She did go to the doctor but is ok in the dads words.

Manufacturer narrative:
The DHR for this chair was reviewed and it met specifications prior to shipment. The father has requested that anti-tippers be added to the chair to prevent future problems. We have provided these at no charge. The dealer and permobil rep tested chair and found it to be operating normally. The consensus from the dealer and the permobil rep are that the client got excited and pulled back on the joystick, this caused a rapid stop which caught her unaware and since she was not wearing a positioning belt she fell from the chair.